Manufacturer narrative:
(B)(4). Product evaluation: service and repair found that the cable connector is deformed; it was replaced. The collet was found to be running hot within 1 minute at 60k rpm's: t collet= 160 degrees f, t motor front = 91 degrees f, t motor rear = 83 degrees f, t ambient = 78 degrees f. The collet assembly and the motor assembly have been replaced due to corrosion. The indigo handpiece has been successfully tested according to manufacturing specifications.

Event description:
It was reported that the device requires repair. There was no reported patient impact. Evaluation of the device found overheating.